Event description:
The customer's mother stated that the customer's blood glucose was high (>500mg/dl) and that the cannula was kinked. The pod was worn for less than an hour.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.